Event description:
It was reported that pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, and no additional corrective actions or outcome details were available.